Event description:
It was reported that episodes of auto mode switch due to far field r-wave oversensing issue was observed on the device. Programming changes were recommended. No further information available.